Event description:
On (B)(6) 2017, perceval pvs21 attempted to be implanted. During the intra-operative tee a central and paravalvular leak were identified. Perceval valve was explanted and replaced by crown cna21. The replacement added 1 hr of x-clamp and cpb time to the operation. Perceval was discarded. Patient is fine and was discharged.